Event description:
It was reported that in 2009 at 1800h, iab-04840-u was inserted in the operating room and the insertion was uneventful. The following day at 1300h, pt was in cardio vascular intensive care unit and the nurse noted "leaking at the 6" extension tubing hub." As a result, the perfusionist was contacted. The same day, a one half piece of hub was captured in intra aortic balloon tubing. The perfusionist had to use forceps to remove the piece of tubing. The intra aortic balloon was reconnected without 6" extension tubing. Pt's status remains stable.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.